Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having balloon valve leak alarms during setup, air detected in cassette, and make sure heater bag is on heater tray alarms during fill 2 of 2 of treatment. The patient discontinued treatment during drain 1 of 2 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4748 ml during drain 1 of the treatment. This drain volume is 237% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient completed treatment using continuous ambulatory peritoneal dialysis (capd) after fill 2 and the reported alarms. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has received their replacement cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A vacuum check failed due to clogged hp filters. The hp filters were replaced. A patient sensor check failed due to patient sensor 1 and 2 fluctuating readings. The patient sensor 1 and 2 were replaced and the liberty cycler was able to complete the check. The valve actuation test and system air leak test passed. An (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having balloon valve leak alarms during setup, air detected in cassette, and make sure heater bag is on heater tray alarms during fill 2 of 2 of treatment. The patient discontinued treatment during drain 1 of 2 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4748 ml during drain 1 of the treatment. This drain volume is 237% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient completed treatment using continuous ambulatory peritoneal dialysis (capd) after fill 2 and the reported alarms. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has received their replacement cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.